Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) was illegible and was unable to be read. It is unknown under which circumstances this event occurred. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the display had been working upon arrival, but became "garbled." The stm replaced the video receiver to lcd cable then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) was illegible and was unable to be read. It is unknown under which circumstances this event occurred. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.